Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 120.4540. 8015 sn: (B)(4) the customer was having the error code of 120.4540 and wanted to know what was causing this error. I explain to the customer that is he using the a alaris battery. The customer stated no that the battery is green in color. I explain to the customer that he needed to replace the power supply board. I also informed the customer that the longer he uses non alaris batteries that he ran the chance of burning out the board. As this is what happen. This is what cause the error. The customer said ok and ended the call.